Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2010. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2010. It was reported that the patient underwent other product implantation, medtronic interstim stage I and ii, on (B)(6) 2011 and (B)(6) 2011 due to incontinence. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystourethroscopy, placement of mid-urethral sling and cystocele repair.

Manufacturer narrative:
(B)(4): the patient experienced vaginal erosion, scarring and pain and the mesh was removed on (B)(4) 2011. The patient continues to experience incontinence, constant urinary tract infections, residual pain, and worsening of prolapse.(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.